Event description:
Initially, the customer reported that the autopulse platform (sn (B)(6) is out of service and needs repair. Upon follow-up with zoll tech support, the customer stated that the autopulse platform displayed user advisory 07 (discrepancy between load 1 and load 2 too large) during shift check. The customer performed some troubleshooting steps, but the ua07 advisory persisted. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. The root cause of the ua07 was the defective load cell 2. A review of the archive data showed user advisory 07 (discrepancy between load 1 and load 2 too large), confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed when powering up the platform, confirming the reported complaint. The defective load cell 2 was replaced to remedy the issue. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).